Manufacturer narrative:
Per the logs provided, the piic ((B)(4) and client ((B)(4)) both alarmed appropriately for asystole, v-tach, and brady, red alarms and were silenced by staff at the main piic. There is no data to support a malfunction. Biomedical engineer (B)(6) was contacted and he stated that both he and (B)(6) tested all of the philips equipment and all was working to specification. (B)(6) said that he tested everything himself and then he and (B)(6) tested everything again. He said that the client s1 had an internal speaker that could be adjusted from 4-10 and said that it sounded as loudly as the external speaker. He said that the equipment was installed with the external speaker but that someone internal must have removed it at some point. He said that a new external speaker has now been purchased and installed since it was advised that philips requires the external speaker. The issue was resolved by providing information to the customer. An email was sent 6may2015 to biomedical engineer and risk manager . The customer reported an adverse event for (B)(6) 2015 for bed (B)(4) (t67 telemetry) at 05:42 am. The telemetry was a m4841a transceiver and the central station was a l.0025 classic piic. The customer said that there was a possibility that the telemetry device did not send the signal to the piic to indicate a patient code as the staff alleged that the piic client did not alarm when the patient went into v-tach although the piic did alarm. The piic client was a read only monitor device with no ability to silence alarms (no control). The customer wanted the logs evaluated to be sure that there was no device malfunction. Per the logs provided, the piic ((B)(4) and client ((B)(4)) both alarmed appropriately for asystole, v-tach, and brady, red alarms and were silenced by staff at the main piic. There is no data to support a malfunction. The issue was resolved by providing information to the customer.

Event description:
The customer reported an adverse event for (B)(6) 2015 for bed (B)(4) (t67 telemetry) at 05:42 am. The telemetry was a m4841a transceiver and the central station was a l.0025 classic piic. The customer said that there was a possibility that the telemetry device did not send the signal to the piic to indicate a patient code as the staff alleged that the piic client did not alarm when the patient went into v-tach although the piic did alarm. The piic client was a read only monitor device with no ability to silence alarms (no control). The customer wanted the logs evaluated to be sure that there was no device malfunction. : it was reported that there was a patient death.